Manufacturer narrative:
H.6. Investigation summary: one sample was received for quality investigation. The customer complaint of misassembly - missing component was verified by investigation. Visual inspection of the sample submitted shows that the tubing has the same type of connection on each end of the extension set tubing. Instead of a female luer adapter, there are smartsite connectors on both ends of the extension set. A device history record review for model 10013902 lot number 23019355 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 26jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for issue seen in this complaint is a misassembly at the manufacturing location. The extension set was assembled incorrectly. Two smartsite connectors were installed on the infusion set and a male luer connector was not assembled on the extension set. An investigation of the misassembly determined that the assembly was done out of the correct sequence and therefore resulting in a smartsite being added to both ends of the extension set. A quality alert was issued, and assembly personnel were informed of this failure mode to reinforce the correct assembly operation and avoid future misassembly. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris medical infusion system administration sets had a missing component. The following was received by the initial reporter: verbatim: rcc received complaint via email. Email(s) attached. Customer reported that, filter has no clamp, and identical end part. Standard filter should have clamp, and male & female end. Device was not used on patient.